Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hempro vh-3500, at the beginning of the case, when setting up the hemopro, the pa attached to conical tip and the camera to the scope and started the process of white balancing, etc. At that time, it was noticed that the conical tip had several scratches in it that hindered the ability for the pa to see. Accessory kit was opened to use another conical tip. No harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h6, h10, h11. Corrected section: e1 -event site telephone corrected, h6- medical device ¿ problem code-corrected to "scratched material" the lot # 25156065 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hempro vh-3500, at the beginning of the case, when setting up the hemopro, the pa attached to conical tip and the camera to the scope and started the process of white balancing, etc. At that time, it was noticed that the conical tip had several scratches in it that hindered the ability for the pa to see. Accessory kit was opened to use another conical tip. No harm to the patient.